Manufacturer narrative:
(B)(4).

Event description:
Placement for ICU care. PICC line was placed without complications. Sustained blue bulls eye noted on vps machine with arm being dropped to side of body. The inserting nurse mentioned that the arrhythmia did not begin until she was placing the dressing over the PICC, and the procedure had been completed. The patient's heart rate converted into svt, with the heart rate varying between 200-210. Vat rns called primary rn to the bedside, who called md. Vat rns remained at bedside while patient was given 3 doses of metoprolol, and a stat chest x-ray was ordered. The x-ray was reviewed by md and vat rns, instructions were given by md to pull line back by 2cm. Vat rns quickly discussed possibility of line being short if they pulled back, however, line was retracted by 2 cm at this time. After these interventions were performed patients heart rate now was noted to be in the 170's. Attending md was now at the bedside assessing patient. Orders received to retract line an extra 6 cm. Recommendations made by vat rn to retract an extra 2cm for a total of 4 cm. Line retracted and patients heart rate returned to the mid 80's. The PICC line was flushed prior to securement. The operator believes that the blue bullseye was incorrect. The patient got an x-ray to adjust line placement. There was no other patient harm or consequence after the line was corrected.

Event description:
Placement for ICU care. PICC line was placed without complications. Sustained blue bulls eye noted on vps machine with arm being dropped to side of body. The inserting nurse mentioned that the arrhythmia did not begin until she was placing the dressing over the PICC, and the procedure had been completed. The patient's heart rate converted into svt, with the heart rate varying between 200-210. Vat rns called primary rn to the bedside, who called md. Vat rns remained at bedside while patient was given 3 doses of metoprolol, and a stat chest x-ray was ordered. The x-ray was reviewed by md and vat rns, instructions were given by md to pull line back by 2cm. Vat rns quickly discussed possibility of line being short if they pulled back, however, line was retracted by 2 cm at this time. After these interventions were performed patients heart rate now was noted to be in the 170's. Attending md was now at the bedside assessing patient. Orders received to retract line an extra 6 cm. Recommendations made by vat rn to retract an extra 2cm for a total of 4 cm. Line retracted and patients heart rate returned to the mid 80's. The PICC line was flushed prior to securement. The operator believes that the blue bullseye was incorrect. The patient got an x-ray to adjust line placement. There was no other patient harm or consequence after the line was corrected.

Manufacturer narrative:
(B)(4). Vps g4 system s/n: (B)(6) with accessories was returned. A visual examination revealed all returned items were in acceptable condition with no obvious external defects or anomalies observed. During functional testing of the returned console, no problem was observed with the operation of the console. The complaint is related to positioning of the catheter, which is not something that can be replicated in service. A device history record review performed on the console did not reveal any manufacturing or servicing related issues. The reported issue cannot be confirmed at this time. A probable cause of this event cannot be determined at this time. If additional information is received, this investigation will be updated with the evaluation results. No further actions are required at this time. Teleflex will continue to monitor and trend for reports of this nature.